Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient controlled analgesic was intended to allow self-dose of 2.2 ml within a 2-hour time span. After the 2 hours, the clinician checked the syringe and all 10ml of the sedative was gone. The clinician indicated that their subjective assessment was that the patient did not seem to have receive the total volume of sedative.

Event description:
It was reported that the patient controlled analgesic was intended to allow self-dose of 2.2 ml within a 2-hour time span. After the 2 hours, the clinician checked the syringe and all 10ml of the sedative was gone. The clinician indicated that their subjective assessment was that the patient did not seem to have receive the total volume of sedative.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.